Manufacturer narrative:
Please note that this device in.pact pacific is distributed outside the united states; however, it is similar to the united states distributed product in.pact admiral. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an in.pact pacific as part of a procedure on the common iliac artery. The minimally calcified lesion was minimally tortuous and had 80% lesion stenosis. A non-medtronic 6 fr shetah was used. No embolic protection was used. The balloon was inflated with a non-medtronic inflation device. The IFU was followed during the preparation and procedure. It was reported that the physician passed the device through a previously-deployed stent and could not inflate the balloon. The balloon did not inflate after 4 dilations, where at 12 atm is where the physician discovered the difficulty. It was discovered the middle portion was twisted. There was no reported patient injury.

Manufacturer narrative:
Product analysis: the device was received for evaluation. The balloon returned partially inflated with a balloon twist evident in the mid balloon material. A kink was evident on the catheter immediately distal to the strain relief. A 0.018inch guidewire was loaded through the catheter, but resistance was felt at the kink site. Negative prep was performed with no issues noted. The balloon was fully deflated with no issues. The balloon was inflated to 4atm. The outline of the balloon twist was evident both during inflation and after deflation on the mid balloon material. The balloon was then inflated to 8atm. The outline of the balloon twist on the mid balloon material was evident after deflation. The balloon was then inflated to 10atm. The balloon twist was less prominent when inflated to 10atm. The outline of the balloon twist on the mid balloon material was evident after deflation. The balloon was then inflated to 12atm. The balloon twist was less prominent again when inflated to 12atm. The outline of the balloon twist on the mid balloon material was evident after deflation. Throughout the analysis, the outline of the balloon twist became less prominent as the device was inflated to a higher pressure. If information is provided in the future, a supplemental report will be issued.